Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h11. Additional information: d3. Results of investigation: the suspect device was not returned for evaluation. Requested to return the main board and blower belongs to this unit for fa lab investigations. Investigation performed on similar cases shows that extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This inturn cause the blower driver fet's on the main electronics damage due to overheating. Therefore, the root cause was determined due to environmental contamination.

Manufacturer narrative:
H10: the suspect device has not been return for investigation. However, log shows high temperature alarm came up on the 24th of october with a maximum temperature recorded at 139.3°c. This is suspected to having mainboard damage and blower failure. Informed customer that proper annual maintenance should follow in order to prevent this from happening. Customer states that during the event the temperature alarm did not give any notification, the alarm and the smell of the burning board was at the same time. Also according to the technician, machines had annual maintenance a few months prior. Vyaire ts advised customer to replace with a known good mainboard to see what the behavior is afterwards. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 ventilator had burning smell prompted the technician to shut down the machines. Burnt boards were found inside. Customer confirmed that the issue happened during patient use. Patient was removed from the vent due the reported device issue with no harm.